Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The lockable access tip disconnected from the drainage line. The access tip was still stuck in the valve. This was then removed. No patient harm.